Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (unable to pass detect and treat testing) was confirmed due to a leaking q2 component on the computer/analog pca. Board. The monitor was unable to fire pulses. The root cause of the leaking q2 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.